Event description:
It was reported that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2009. According to the complainant, the patient began having problems about 6 months after the sling was implanted. She feels pain when lifting. She also reports pain during, and bleeding following intercourse. According to the medical records provided by the patient, there were no complications during the procedure and the patient went to the recovery room in stable condition following the procedure. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.